Manufacturer narrative:
(B)(4). Pump not received in stuck manufacturing mode unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, broken reservoir tube lip, cracked battery tube threads, cracked case at battery tube side, minor scratched display window and scratched case.

Event description:
The customer reported via phone call that the reservoir rim on top has broke. The customer¿s blood glucose level was 173 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.